Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the visual inspection has shown that approximately 10 mm from the tip section is broken off. The broken part is missing. The existing cutting edges are blunt and wear and tear. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, it is not possible to determine the exact cause of the breakage. We assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. As already mentioned in the complaint description, we assume an application error by the operator is the most likely root cause of this complaint. This instrument is more than 10 years old and repeated used, therefore we recommend checking cutting tools after cleaning and damaged or blunt instruments to be replaced before surgery. Therefore, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history review: due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction broken. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: hsz, gfa, gff. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on an unknown date, the locking compression plate (lcp) drill sleeve and drill bit were broken during drilling. Patient condition and surgical outcome are unknown. This report is for a 2.0mm drill bit/qc/125mm. This is report 2 of 2 for (B)(4).